Event description:
During an orthopedic procedure, the cautery tip broke. No injury to pt.

Manufacturer narrative:
During an orthopedic surgical procedure, a piece of the cautery tip was thought to be broken off the tip. X-rays were performed to confirm it was not in the surgical site and the tip was never located. There was no injury to the pt. It is not known if the tip was manipulated in any way prior to or during use. No lot number was reported and the cautery tip base was not returned for evaluation. The cautery tip in this custom pack is manufactured by bovie medical. They have been notified of the incident.